Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient is requesting for test strips for resolute integrity. The caller mentioned having allergies.